Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated that pre-op diagnosis was spasticity. Final diagnosis was subcutaneous tissue, right abdomen, removal: catheters and device (pump) (gross diagnosis only). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml; 350 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was approximately (B)(6) 2017. It was reported that at the patient¿s last refill, the patient became obtunded. The hcp stopped the pump for a while and the patient was fine. A critical alarm was heard (B)(6) 2018. A motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). The motor stall was active; stopped pump period may exceed tube set. There were multiple motor stalls and recoveries. Motor stall occurred (B)(6); recovery (B)(6); motor stall (B)(6); tube set (B)(6). A pump replacement was planned for tuesday ((B)(6) 2018) as it was suspected the pump was over infusing "on and off since the fall". The pump will be returned to the manufacturer for analysis. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the device manufacturer representative. It was reported that the patient had been having overdose symptoms since fall 2017. The pump was replaced on (B)(6) 2018. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient was intermittently overly sleepy for a few days. The patient was seen in the emergency room (ER) 2-3 times. The cause of the pump over infusing was not determined. There was no known cause. The motor stall has not been resolved. The pump remained stalled. The pump was replaced electively on (B)(6) 2018. The patient¿s weight was (B)(6) pounds. Medical history was quadriplegic cerebral palsy from schizencephaly-gmfcs 5 (gross motor function classification system), seizure d/o, neurogenic hip subluxation status post vdro (varus derotation osteotom) and scoliosis.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.